Event description:
Pt underwent enucleation procedure (date unk) follow by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At 2 months post-implant, pt presented with exposure of implant, requiring removal of the device.